Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer reports the alarm was resolved by a complete set change customer's blood glucose reading was 528 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.